Event description:
It was reported the patient's pump was replaced yesterday ((B)(6) 2015) due to "normal longevity". The distal segment catheter was found to be not in the intrathecal space and had dislodged. As a result, the entire catheter was replaced in addition to the pump. The patient was asymptomatic at the time of event. The pump was used to deliver compounded baclofen. The outcome of the event was not reported.

Manufacturer narrative:
Concomitant product: product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2015, product type: catheter. (B)(4).